Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent fracture and in-stent restenosis occurred. An innova stent was implanted to treat a lesion. However, six weeks later, the patient returned with complaints of claudication. Angiogram was performed which showed in-stent restenosis and a fractured innova stent. No further patient complications were reported.